Event description:
It was reported by service report that the zoom stretcher pops out of drive mode. There was pt involvement, and adverse consequences are reported.

Manufacturer narrative:
Cam bracket assembly. A nurse was injured when the zoom drive disengaged and she was caught between the stretcher and a wall. Manufacturers investigation is still ongoing; if additional info is received, a follow-up report will be submitted.